Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery fully depleted and the pump shut off. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into an alternate power source for at least 30 minutes. Customer reported that the pump had turned back on and the alert had not reoccurred after charging the pump. The customer¿s blood glucose was 200s (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.